Event description:
It was reported that the plunger of a syringe component was damaged.

Manufacturer narrative:
It was reported that the plunger of a syringe component was damaged. Reportedly, the plunger looked "melted." No patient involvement was reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and the seal part of the plunger was observed to be the part damaged. The seal appears to have been stretched and pulled down the side of the plunger. The cause was considered to be related to an issue with the component manufacturing process. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.